Event description:
It was reported that the pump battery was depleting too fast, leading to a shutdown of the device. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.